Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the estimated remaining battery longevity was lower than expected. The physician alleged premature battery depletion to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the battery depletion was normal. Abbott technical support reviewed device session records and alleged the battery depletion normal and due to the device's programmed settings and the amount of high voltage charges performed by the device.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.